Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer reported a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. The device was in use monitoring a patient at the time of the reported event.